Event description:
Patient needing to be intubated. While preparing supplies, 3.5 uncuffed ett [endo-tracheal tube] found to have residue on ett while they were still in the package. We carry 2 3.5 etts so another ett was obtained. The second 3.5 uncuffed ett also found to have same sort of residue on ett while still in package. 3.5 uncuffed ett was obtained from referral hospital which was good to use. Etts and packaging kept for investigation. Please contact [redacted] for more information.